Event description:
Suction catheter part broke inside patient. Patient became cyanotic and unresponsive. As soon as above part was withdrawn from patient (by suctioning), patient was responsive, arterial blood gasses improved. Pulmonologist performed emergency bronchoscopy and no other foreiegn bodies were found. Patient is c4 quadriplegic-on a ventilator-had been weaning three times a day for two hours without complications and the ballard closed unit suction device was intact prior to incidentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.